Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Device broke intra-operatively and was not fully implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing site: (B)(4)- manufacturing date: may 18, 2015 no non-conformance reports (ncr) were generated during production. A review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This review is for the finishing of the screw, which was made in (B)(4). An additional DHR task was opened to review the documents of the blank (B)(4), lot 7933283 with results as follows: there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(4) as follows: it was reported that a screw broke at the head during a surgical procedure on (B)(6) 2015. At the time of breakage, the screw was being introduced onto a dynamic hip screw (dhs) plate and the bone of the patient. The surgeon decided to leave the body of the screw in the patient. There was a reported thirty (30) minute delay in the procedure. Patient status is unknown. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was not returned; however the manufacturing documents were reviewed. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. This screw was manufactured in may 2015 according to our specifications. Based on the provided information and without the involved part no further evaluation is possible. Without material no root cause can be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the relevant dimensions of the cortex screw could not be checked as the breakage occurred at the cross-over form the shaft to the head and because of a deformation at the fracture face. The review of the manufacturing documents has shown that the relevant core diameter was according to the specification during the inspection back then. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, material analysis, strength and structural stability. The values were in compliance with specifications and standards. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. No product fault could be detected. There are visible stress marks at the bottom side of the screw head and there are deformations at the hexagon recess visible. These findings are in combination with the appearance of the fracture face an indication of a mechanical overload during the insertion, possibly by an excessive contact between the screw and the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.